Manufacturer narrative:
The iol was not received for analysis. The cause of this event reasonably suggests, it is not manufacturing related but instead user related. The iol met all manufacturing specifications prior to release. An update to this report will be submitted if lens is received for analysis. Device not received.

Event description:
It was reported the intraocular lens was explanted 2 months after the initial implant without complication. Reason stated was that the patient had a surprise refractive error. A lower diopter lens was implanted.

Manufacturer narrative:
The device was received and measured for diopter. The results were consistent with the labeled diopter of 23.0. All other optical measurements met manufacturing specifications. These results reasonably suggest this issue is not manufacturing related. We will continue to monitor and trend all reports.

Event description:
On (B)(6), 2010, a doctor reported that a crown that had been cemented with maxcem elite de-bonded. This is the first of three reports.